Event description:
According to the information received, a 30mm amplatzer cardiac plug (acp) was deployed through a 13f amplatzer torqvue la1 delivery sheath (tvla1). The angle of the sheath was reported not to be favorable and several repositioning attempts were made with the device without success. The decision was made to remove the tvla1 and use a 13f amplatzer torqvue 45x45 delivery sheath (tv45x45) also. While exchanging the tvla1 and preparing the tv45x45, the patient collapsed and was intubated. A pericardial effusion was seen, which developed into tamponade. The tv45x45 was able to be used and a new 30mm acp was implanted to seal the left atrial appendage (laa). The 30mm acp remains implanted and the patient remained stable. A pericardial drainage was performed a day after implant and 300ml of bloo was aspirated. The patient has since recovered well.

Manufacturer narrative:
The patient's medication regime included pre-implant pradaxa 2x150mg; post-implant lifelong ass 100 daily, and clopidogrel for 3 months. The delivery system associated with this event was not returned for analysis. During manufacturing, this delivery system lot underwent a series of inspections and tests to confirm proper function. A review of manufacturing documentation confirmed this delivery system lot successfully completed these tests. Based on the information received, the cause for the reported event could not be conclusively determined.

Manufacturer narrative:
A follow-up report will be submitted upon completion of our investigation. Discarded at hospital.